Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One device was returned for analysis. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection noted the organic light-emitting diode (oled) screen was discolored. Functional evaluation noted the handle was returned with a fully depleted battery and did not initialize after being removed from a charger. The handle was opened and one of the battery cells was found to be vented. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The reported condition was confirmed. The most likely cause was traced to component failure. This issue may occur due to an inadequate specification of material. It was found that extended periods of time at a high state of charge would lead to the cell bulging to open the current interrupt device (cid) and venting. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the charger was flashing red during charging. The handle did not turn on even when it was removed from the charger. The handle and charger were replaced to resolve the issue. There was no patient involvement.